Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), genital haemorrhage ("heavy and abnormal bleeding") and dysfunctional uterine bleeding ("dysfucntional uterine bleeding") in a (B)(6) female patient who had essure (batch no. 50676287) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test: no". The patient's past medical history included multigravida, parity 5 (dob: ((B)(6) 2004; (B)(6) 2006; (B)(6) 2008; (B)(6) 2010 and (B)(6) 2012)), c-section, non-smoker, alcoholic, endometrial biopsy and ovarian cystectomy (ovarian cyst left). Concurrent conditions included body mass index normal, spotting between menses, urinary incontinence, stress incontinence and dysfunctional uterine bleeding. Family history included diabetes (grandparents) and breast cancer (grandma). Concomitant products included nuvaring. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, 1 year 4 months after insertion of essure, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping) / cramping during menstrual cycle became worse"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criterion medically significant), abdominal pain lower ("left lower quadrant pelvic pain and right lower quadrant pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (pelvic surgery(robotically assisted abdominal supracervical hysterectomy). At the time of the report, the pelvic pain, genital haemorrhage, dysfunctional uterine bleeding, abdominal pain lower, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder and dyspareunia outcome was unknown and the dysmenorrhoea had not resolved. The reporter considered abdominal pain lower, bladder disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Concerning the injuries reported in this case, the following one was reported via social media:dysfunctional uterine bleeding(confirming the event genital haemorrhage). Most recent follow-up information incorporated above includes: on 5-feb-2018: fu from pfs+mr: new events: vaginal haemorrhage, menorrhagia, dysmenorrhoea, bladder disorder, urinary tract disorder, dyspareunia, abdominal pain lower, device monitoring procedure not performed were added. Patient information ( dob, height, weight), other relevant history added. Product ongoing ticked and batch number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of the first episode of pelvic pain ("chronic pelvic pain"), genital haemorrhage ("heavy and abnormal bleeding"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and the second episode of pelvic pain ("pain / left lower quadrant pelvic pain and right lower quadrant pelvic pain") in a 29-year-old female patient who had essure (batch no. 50676287) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test: no". The patient's past medical history included multigravida (gravida 6), parity 5 (dob: ((B)(6) 2004; (B)(6) 2006; (B)(6) 2008; (B)(6) 2010 and (B)(6) 2012)), c-section, non-smoker, alcoholic, endometrial biopsy, ovarian cystectomy (ovarian cyst left) and dysmenorrhea. Concurrent conditions included body mass index normal, spotting between menses, urinary incontinence, stress incontinence and dysfunctional uterine bleeding. Family history included diabetes (grandparents) and breast cancer (grandma). Concomitant products included nuvaring. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, 1 year 4 months after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping) / cramping during menstrual cycle became worse"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and stress urinary incontinence ("female stress incontinence"). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2015, the patient experienced the first episode of pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced the second episode of pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criterion medically significant). The patient was treated with surgery (pelvic surgery(robotically assisted abdominal supracervical hysterectomy) and surgery (endocervical curettage). At the time of the report, the genital haemorrhage, dysfunctional uterine bleeding, the last episode of pelvic pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, stress urinary incontinence and dyspareunia outcome was unknown and the dysmenorrhoea had not resolved. The reporter considered bladder disorder, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, stress urinary incontinence, urinary tract disorder, vaginal haemorrhage, the first episode of pelvic pain and the second episode of pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Concerning the injuries reported in this case, the following one was reported via social media: dysfunctional uterine bleeding(confirming the event genital haemorrhage) most recent follow-up information incorporated above includes: on 14-may-2018: reporter and patient¿s information were updated, and the event ¿stress urinary incontinence¿ was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of the first episode of pelvic pain ("chronic pelvic pain"), genital haemorrhage ("heavy and abnormal bleeding"), dysfunctional uterine bleeding ("dysfucntional uterine bleeding") and the second episode of pelvic pain ("pain / left lower quadrant pelvic pain and right lower quadrant pelvic pain") in a 29-year-old female patient who had essure (batch no. 50676287) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test: no". The patient's past medical history included multigravida (gravida 6), parity 5 (dob: ((B)(6) 2004; (B)(6) 2006; (B)(6) 2008; (B)(6) 2010 and (B)(6) 2012)), c-section, non-smoker, alcoholic, endometrial biopsy, ovarian cystectomy (ovarian cyst left) and dysmenorrhea. Concurrent conditions included body mass index normal, spotting between menses, urinary incontinence, stress incontinence and dysfunctional uterine bleeding. Family history included diabetes (grandparents) and breast cancer (grandma). Concomitant products included nuvaring. On (B)(6) 2012, the patient had essure inserted. In 2013, 1 year 5 months after insertion of essure, the patient experienced the first episode of pelvic pain (seriousness criteria medically significant and intervention required). In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping) / cramping during menstrual cycle became worse") and bladder disorder ("bladder or urinary problems or changes"). In 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced urinary tract disorder ("bladder or urinary problems or changes") and stress urinary incontinence ("female stress incontinence"). In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced the second episode of pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criterion medically significant). The patient was treated with surgery (pelvic surgery(robotically assisted abdominal supracervical hysterectomy) and surgery (endocervical curettage). At the time of the report, the genital haemorrhage, dysfunctional uterine bleeding, the last episode of pelvic pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, stress urinary incontinence and dyspareunia outcome was unknown and the dysmenorrhoea had not resolved. The reporter considered bladder disorder, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, stress urinary incontinence, urinary tract disorder, vaginal haemorrhage, the first episode of pelvic pain and the second episode of pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Concerning the injuries reported in this case, the following one was reported via social media:dysfunctional uterine bleeding(confirming the event genital haemorrhage). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and abnormal bleeding") in a female patient who had essure inserted for birth control. On (B)(6) 2012, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (pelvic surgery on (B)(6) 2015). At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.